Event description:
The event was reported that the control module was making a squealing and grinding noise when samples were being taken. The doctor managed to take the needed samples to complete the case with no patient consequence.

Manufacturer narrative:
H3 evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.